Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ had the stopper missing was discovered to be missing, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: before blood gas collection, it was found that the stopper in the blood gas needle was missing.